Event description:
Consumer reported needle break off in stomach after injection. He went to ER and had an x-ray taken.

Manufacturer narrative:
During product eval it came to attention that the consumer sent in medical bills which suggested that consumer had an x-ray taken at the ER. Eval summary: customer returned (1) open pen needle. The returned pen needle was examined and exhibited a broken IV end of the cannula. Microscopic exam of the returned sample revealed characteristics such as residual bend on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Complaint cannot be confirmed as a defect. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.